Event description:
Customer reports back to back testing on the same meter, while using the aviva system with results of 300 mg/dl and 130 mg/dl. Quality controls were expired. No adverse event reported. Customer reports, she has since used and discarded the strips used in the event; a replacement was sent.